Event description:
During an esophageal dilation procedure, the physician used a cook endoscopy hercules 3 stage wire guided balloon dilator. The balloon would not inflate and an air bubble was seen exiting the side of the balloon. The balloon was removed and another was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional medical procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The catheter of the device is broken 17.5cm from the distal end of the device. When water was injected in the inflation lumen; water leaked from the broken area in catheter. Due to the breakage; the balloon could not be inflated. A visual examination of the balloon material was performed. Damage to the balloon material that could prevent inflation was not observed. The broken catheter was held together while water was injected through the device. The balloon material filled with water and leakage was not observed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the balloon catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use advise the user to advance the product through the accessory channel of the endoscope in short increments. This activity will aid in preservation of the balloon dilator. If excessive pressure was applied to the device, perhaps in response to resistance during advancement through the endoscope, this could have contributed to damage to the catheter. A possible contributing factor to balloon material pinhole is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: this type of occurrence was brought to the attention of the quality review board (qrb) and an action item has been assigned to further investigate reports of this nature. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.